Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. It was reported that a signal noise occurred at the body surface and all the intracardiac electrical potentials. These electric potentials could not be interpreted after 1 point was obtained with the smart touch bidirectional catheter for merge. The issue was improved by pulling the catheter out from the patient interface unit (piu). The cable was changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. Additional information was requested to clarify if there were any signals available to monitor the patient's the heart rhythm. However, no clarification has been received. Therefore, to be conservative, we are assessing this event reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. It was reported that a signal noise occurred at the body surface and all the intracardiac electrical potentials. These electric potentials could not be interpreted after 1point was obtained with the smart touch bidirectional catheter for merge. The issue was improved by pulling the catheter out from the patient interface unit (piu). The cable was changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. Upon receipt, the catheter was visually inspected and it was found green and white material was observed on the connector pins. Due to the green and white material, the catheter was connected to the cool flow pump and no leakage was noted in the catheter or the connector handle. An eds analysis was performed and results suggest that the foreign matter is saline solution. The returned device was then evaluated for electrical resistance and the current leakage and it failed on all electrodes. Further examination revealed that pcb and catheter internal electrical components were covered by corrosion. Additionally, it was found that the tc was broken on the tip section. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The customer complaint has been confirmed. An internal corrective action has been opened to investigate the tc breakage on the tip section for the smart touch and smart touch sf catheters.